Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that there was a crack in the battery compartment for more than a year and that tonight the battery cap came up and the 0 ring was visible. Reportedly, the pump was now not recognizing the battery and that recurrent replace battery warnings had occurred. The reporter denied moisture and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.